Event description:
The manufacturer received information alleging a ventilator had initial power up issues. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs to be replaced to address the issue. Additionally, during the evaluation the front enclosure was found to be physically damaged. No components were replaced. The device was scrapped.